Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the subject meter started reading inaccurately at 11am on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿158 mg/dl¿. The patient manages her diabetes with a combination of medications including lantus insulin and victoza. The patient reported that the result on the subject meter ¿didn¿t feel right¿ to her since she was ¿sweaty and nausea.¿ she reported that she tested again, right away, using her husband¿s onetouch ultra 2 meter and obtained a result of ¿148 mg/dl.¿ based on statistical methodology, the calculated difference between the reported results meets lfs¿ accuracy criteria. The patient reported that she ¿still didn¿t feel right¿ so she tested on her bayer contour meter at 11:05am and obtained a result of ¿95 mg/dl.¿ she reported that she treated her symptoms by eating food at 11:10am and ¿felt better.¿ during troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The cca advised the patient to use control solution to verify the accuracy of the meter and test strips. The patient¿s products were requested back for investigation and replacement products and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event around the time the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.